Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen5327 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the tip of peel-away sheath was already bent when kit opened.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent microintroducer was inconclusive due to poor sample condition. One 5 fr dl catheter kit was provided for evaluation. A catheter, syringe, scalpel, introducer needle, measuring tape, and two guidewires were included within the kit. The microintrodcuer was not returned within the kit contents. Blood residue was present on the components and on the kit packaging. Microscopic observation of the catheter revealed it to be trimmed and blood was visible within the device. The complaint could not be confirmed as the implicated device was not returned; therefore, the complaint remains inconclusive at this time. A lot history review (lhr) of reen5327 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the tip of peel-away sheath was already bent when kit opened.